Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 bd vacutainer® edta 2k had foreign matter in the tubes. The following information was provided by the initial reporter, translated from japanese to english: this is a report about fm on the surface of tubes.

Event description:
It was reported that 9 bd vacutainer® edta 2k had foreign matter in the tubes. The following information was provided by the initial reporter, translated from japanese to english: this is a report about fm on the surface of tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-28. H.6. Investigation summary: bd received 8 samples and 4 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed and revealed extra ink on the tube. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.